Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) would not calibrate. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). After replacing the electronic pt gas system (epgs), the unit operated to manufacturer's specifications and was returned to clinical sue. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly. This is related to MDR #1828100-2012-01043.